Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion priming and excessive no delivery tests. The motor passed the motor test, there was no motor error alarm, no excessive no delivery alarm and no drive support disk anomaly during inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 498 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer's father advised they received a no delivery alarm while priming and then the device alarmed motor error alarm. Customer advised the drive support cap appeared normal. Customer advised the insulin pump was stuck in a rewind loop. Customer received motor error more than once in a 30 day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.